Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause of bg was unknown. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. To address the high blood glucose, the customer administered a correction bolus using the pump. Reportedly, the customer had not entered the correct transmitter ID/pairing code into the pump when installing a new transmitter and sensor and did not have an active continuous glucose monitor (cgm) sensor session. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.